Event description:
The customer reported to olympus the red tip of distal end of the bending section cover (a-rubber) on the evis exera ii ultrasonic bronchofibervideoscope was peeling off. The issue was observed during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that the pink rubber was cut and a crack at the probe unit. Additionally, the evaluation revealed the following findings: leaking at biopsy channel; distal end of the device had a dent and scratch; reduced angulation; missing serial plate screw; and multiple non-olympus parts (adhesive) on the scope. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. The event may be detected by following the instructions for use which describes the handling methods of the subject device in the following chapters. We determined that the reported phenomena might be prevented by following these descriptions: "warning: ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.